Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). Customer performed a flowflex test and no results displayed. No c or t line appeared. She followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. She has since performed another test and received a result. She cannot provide a picture of the test cassette showing no results. She has thrown out the test cassette. The kit was purchased at randalls market.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov4069002 were reviewed. After reviewing the DHR of the lot: cov4069002, it was determined that nc 24-005 was associated with this lot. This ncmr was closed on (B)(6) 2024. The product passed quality control criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" Added "device evaluation" and "additional information". H3: retention lot was evaluated. H6 "adverse event problem" event problem and evaluation codes are updated. H11 "additional narrative/data" updated manufacturer's narrative.

Event description:
Invalid result(s). Customer performed a flowflex test and no results displayed. No c or t line appeared. She followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. She has since performed another test and received a result. She cannot provide a picture of the test cassette showing no results. She has thrown out the test cassette. The kit was purchased at randalls market.